Manufacturer narrative:
.

Event description:
It is reported that the inspiratory valve, also named the inspiratory flow controller malfunctioned during pre-use test, displaying the alarm text ," insp. Valve does not close or out of calibration". No patient involved and no patient adverse impact was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It is reported that the inspiratory valve, also named the inspiratory flow controller malfunctioned during pre-use test, displaying the alarm text ," insp. Valve does not close or out of calibration". No patient involved and no patient adverse impact was reported.